Event description:
During pci advancing stent to diagonal vessel , stent came off the delivery system inside the guiding catheter . Guding catheter was removed fromt the patient and stent was retrieve .